Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code 107) has been confirmed. Upon investigation the monitor was resetting. The cause for the resets was isolated to a defective y500 component on the computer/analog board. The root cause for the defective y500 component could not be positively identified. No adverse event resulted from the monitor malfunction.

Event description:
A us distributor reported that a monitor was resetting.